Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
On (B)(4) 2019 getinge became aware of an issue with surgical light ¿ lucea. As it was stated, upper and lower headlight¿s covers detached. No information about any adverse consequences were provided. Taking under consideration collected up to date information we decided to report this case based on potential as any parts falling from the device into sterile field or during procedure might lead to serious injury or worse. The device involved in the event is lucea 100-50 (ceiling mounted (lca 100+50) medium) with serial number (B)(6) and catalog number ardlca219002c. Manufacturing date is 29th of july 2013. It was established that when the event occurred, the surgical light did not meet its specification due to headlight¿s covers detachment and it contributed to the issue. It is unknown if the device was being used for patient treatment. During the investigation it was found that the reported scenario has never lead, to date, to serious injury or worse. The manufacturer¿s subject matter experts have investigated the issue. Unfortunately, the specific root cause wasn¿t possible to be established due to lack of information, despite our best efforts. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.

Manufacturer narrative:
Issue is being investigated by manufacturer. It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge (B)(4) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints. Device not returned to manufacturer.

Event description:
On 5th december, 2019 getinge became aware of an issue with surgical light ¿ lucea. As it was stated, the component of headlight has detached. There was no injury reported however we decided to report the issue in abundance of caution as any falling parts might cause contamination.

Manufacturer narrative:
Issue is being investigated by manufacturer.

Event description:
Manufacturer reference number (B)(4).